Event description:
It was reported that a patient experienced high lead impedance, loss of stimulation, and stimulation in an incorrect location. The high lead impedance was transient and dependent on the patient's position, with impedance checks showing varying results; the first check was normal, the second showed two electrodes with high impedance, and by the end of the session, impedance was normal again. The issue was observed again after a long seizure, which was referenced as a trigger for the device issue. Troubleshooting included moving the patient into different positions and reprogramming the device multiple times. No deaths, infections, or other adverse outcomes were reported. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.